Manufacturer narrative:
Unit monitored for 24 hours. No battery out limit alarm noted. All operating currents are within specification. Unit passed self test. Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was over 90 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with blank display troubleshooting. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.